Event description:
Information received from the field does not address the patient's clinical status but notes that during a clinical follow-up, the atrial lead sensed r-waves at the same time as the ventricular lead. Programming the mode to aai resulted in ventricular pacing. The lead was successfully repositioned without incident.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received